Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an evaluation trial device; the trial started (B)(6) 2017. It was reported that controller error code 59 was seen, settings not available. Troubleshooting included decreasing amplitude to 0.0 mamps and trying to increase amplitude; this did not resolve the event. The rep changed out the ens but this did not resolve the issue. Program 1 and 2 both used electrode 3 and could not advance past 0.1 mamps. It was suggested rep check to see that lead was connected properly. No further complications were reported or are anticipated. Additional information was received from a manufacturer representative. It was reported that the manufacturer representative was able to program on all electrodes except for electrode 3. The cause of the error code 59 and the inability to advance amplitude was that the lead was not completely seated in the flexible extension. The issue was corrected at the stage 2 procedure and the patient was doing well. No further complications were reported/anticipated.